Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During the implant attempt of the subject pacemaker when the screwdriver was removed from the screwdriver slot following the second connection due to lead re-positioning, the silicone cap and the set-screw were detached from the header. Another pacemaker was implanted.

Event description:
During the implant attempt of the subject pacemaker when the screwdriver was removed from the screwdriver slot following the second connection due to lead re-positioning, the silicone cap and the set-screw were detached from the header. Another pacemaker was implanted.